Event description:
A report was received that the patient was having charging issues. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging. The patient underwent an explant procedure. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was having charging issues. The patient will undergo an explant procedure.